Event description:
It was reported that the patient had an infection in spinal wound ¿so they just removed the catheter.¿ the reporter was ¿in a rush¿ and did not want to take the time to provide other ¿necessary¿ information. The device system was used to infuse baclofen. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2011, explanted: unk, product type: catheter. (B)(4).